Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered a code 1007 which indicated capacitor charge time had exceeded the limits. Technical services (ts) was contacted for further review of the stored episodes. Upon review, the device data showed a ventricular episode during the delivery of a shock therapy, low out of range shock impedances were measured on the right ventricular (rv) lead which led to an additional code 1004 to recorded which indicated a short circuit during a shock delivery. Ts discussed possible causes and recommended for the device and rv lead to be replaced. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered a code 1007 which indicated capacitor charge time had exceeded the limits. Technical services (ts) was contacted for further review of the stored episodes. Upon review, the device data showed a ventricular episode during the delivery of a shock therapy, low out of range shock impedances were measured on the right ventricular (rv) lead which led to an additional code 1004 to recorded which indicated a short circuit during a shock delivery. Ts discussed possible causes and recommended for the device and rv lead to be replaced. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was provided that the patient with this implantable cardioverter defibrillator (ICD) system underwent a revision procedure where the ICD was explanted and the rv lead was surgically abandoned due to impedance issues. Additionally, during the procedure, the right atrial (ra) lead exhibited high pacing thresholds. It was also noted that xray was taken and the physician determined the images to be unremarkable. The physician opted to surgically abandon the ra lead as well. The ICD, ra and rv leads were successfully replaced with a new device and leads. No additional adverse patient effects were reported.